Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.

Event description:
Clinical study. It was reported that during a coronary artery stenting procedure a dissection occurred. The lesion being treated was a 2.75mm, 90% stenosed, 28mm long portion of the mid left anterior descending (mid lad). The physician treated the lesion with pre-dilatation using a 2.50x20mm balloon at maximum 10atm. Dissection occurred at the pre-dilatation. The physician placed a taxus express2 2.75x28mm stent in the target lesion at maximum 10atm. A dissection occurred. The physician then placed a taxus 2.50x16mm stent to treat the dissected lesion at maximum 16atm. Post-dilatation was performed using the pre-dilatation balloon at maximum 18atm. Post-ivus was performed. These stents were well expanded. The procedure was completed without further problems and the patient discharged 5 days later on plavix and bayaspirin. In the opinion of the physician the relationship of the dissection to the taxus stent is possibly related.